Event description:
It was reported that the left ventricular lead had a loss of capture and a rise in threshold. The lead was explanted and replaced. The right ventricular lead was reported to have a rise in threshold and upon investigation a lead dislodgement was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.